Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals, high pacing thresholds, loss of capture and high impedances out of range. Technical services (ts) discussed troubleshooting options and recommendations. This ra lead remans in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals, high pacing thresholds, loss of capture and high impedances out of range. Technical services (ts) discussed troubleshooting options and recommendations. This ra lead was surgically abandoned. No additional adverse patient effects were reported.